Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the color of image was changed intermittently. The field service engineer checked and found that the reported phenomenon could not be duplicated. It was also found in the system error history that lamp error e105 had occurred. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to local service department of olympus. Local service department checked the subject device and found that it was working okay. It was under observation for four days but no error was observed. On the error log, error e105 was present on various occasions, the led unit was the primary reason for this problem. The manufacturing record was reviewed and found no irregularities. The meaning of error e105 was that the lighting lamp (led) of otv-s200 might be disconnected or short-circuited. Therefore omsc presumed that error e105 might have occurred because the lighting lamp (led) was disconnected or short-circuited, but the exact cause could not be identified.